Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple pump reboots and loss of prime warnings. No low battery warnings or replace battery alarms were recorded in the black box prior to the reboots, and the battery voltage was not low enough to trigger a low battery warning. The loss of prime warnings occurred following reboots, rewind steps, and empty cartridge alarms because the pump was not primed within three minutes of these activities. No alarms were duplicated during investigation. The pump case was removed and no internal defects were found.